Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 355531, lot# 0209893893, product type: screening device. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that during the trial procedure the lead consistently had electrodes out of range (oor) during impedance. The patient could not feel stimulation, the lead was not working. The following troubleshooting was performed: tested again, wiped lead, checked all ok, took lead out, re-checked, multiple wiping of lead. The hcp tried to see if the trial cable was issue, but same results from new trialing cable. The hcp wiped and made sure nothing was on the contacts. The hcp also changed gloved numerous times. A new lead was placed and the trial cable would no longer communicate. A new cable was tried and worked perfectly. The issue was resolved at the time of this report. The patient was alive with no injury. It was noted that the cable could not be removed from the "stimulator." If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis found no anomaly with the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.